Event description:
The customer reported an error 1000 (defib failure ¿ biphasic processor) at power on and an error message to cycle the power. There was no reported patient involvement/adverse patient impact.